Event description:
It was reported by the sales rep that the handpiece was leaking water through the release switch during a frontal endoscopic sinus procedure. As soon as the leakage was observed, the handpiece was exchanged for an identical unit the customer had on hand. This exchange lengthened the case by approximately 5 minutes. The leakage did not contact the patient; the tech placed a towel under the shaver to soak up the water dripping on the patient. No additional treatment was given to the patient due to the leakage. There were no reports of any adverse patient events associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician confirmed a leak from the cutter release valve. The handpiece was disassembled and visually examined. During the visual examination, it was noted the 2 o-rings that seal the cutter release valve were damaged. The handpiece is to be repaired and returned to the customer.